Event description:
Dealer alleges, the joystick has a poor contact problem. It would quite frequently shut off automatically.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.